Manufacturer narrative:
The insulin pump had broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched display window, missing end cap sticker and loose/protruded drive support disk.

Event description:
The customer's mother reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that a piece of plastic is missing on the battery compartment. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.